Manufacturer narrative:
To date, limited information has been provided. Based on the limited information available at this time, we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. It has been reported that the patient reported to the emergency room with complaints of abdominal pain and was admitted to the hospital after he was found to be in septic shock and succumbed to his injuries. At this time, as medical records, autopsy report, and death certificate have not been provided, it is unknown at this time if the mesh caused or contributed to the death of the patient. Review of the device history records found lot was manufactured and sterilized to specification. No anomalies identified. If additional information is obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It is alleged by the patients attorney that on (B)(6) 2016, the patient underwent surgery for repair of an incarcerated umbilical hernia. As reported, a bard/davol ventralex st hernia patch mesh, reference number (B)(4), lot number huzj0988 was implanted to repair the hernia defect. It is alleged that on (B)(6) 2016, the patient reported to the emergency room with complaints of abdominal pain. As reported, the patient was admitted to the hospital after he was found to be in septic shock and succumbed to his injuries on (B)(6) 2016. As alleged, the patient was seriously and permanently injured and suffered bodily injury resulting in pain and suffering, disability, disfigurement, and shortened life expectancy due to the alleged defective the ventralex st hernia patch.

Event description:
It is alleged by the patient's attorney that on (B)(6) 2016, the patient underwent surgery for repair of an incarcerated umbilical hernia. As reported, a bard/davol ventralex st hernia patch mesh, reference number (B)(4), lot number huzj0988 was implanted to repair the hernia defect. It is alleged that on (B)(6) 2016, the patient reported to the emergency room with complaints of abdominal pain. As reported, the patient was admitted to the hospital after he was found to be in septic shock and succumbed to his injuries on (B)(6) 2016. As alleged, the patient was seriously and permanently injured and suffered bodily injury resulting in pain and suffering, disability, disfigurement, and shortened life expectancy due to the alleged defective the ventralex st hernia patch. Addendum per additional information provided: (B)(6) 2016 - patient was diagnosed with incarcerated umbilical hernia with partial small bowel obstruction thereby underwent open repair with the implant of ventralex st. Per operative notes, ¿the large hernia sac was excised from the umbilical skin. A large ventralex st mesh was placed as an underlay and secured with prolene sutures.¿ (B)(6) 2016 - patient had increasing abdominal pain, came to the emergency room and found to be in shock. Then, provided the sepsis protocol fluid bolus. A diagnostic paracentesis was obtained in the emergency room and cloudy fluid was obtained. Patient is being admitted with a diagnosis of septic shock, acute renal failure and peritonitis. The review of systems found drainage from umbilical hernia wound. (B)(6) 2016 - patient admitted in the hospital for abdominal discomfort and shortness of breath. Patient sustained cardiac arrest with prolonged resuscitation, now intubated in the ICU on crrt. (B)(6) 2016 - patient passed away and the preliminary cause of death was found to be septic shock with multiorgan failure. Attorney alleges that the patient had death, infection and pain.

Manufacturer narrative:
To date, limited information has been provided. Based on the limited information available at this time, we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. It has been reported that the patient reported to the emergency room with complaints of abdominal pain and was admitted to the hospital after he was found to be in septic shock and succumbed to his injuries. At this time, as medical records, autopsy report, and death certificate have not been provided, it is unknown at this time if the mesh caused or contributed to the death of the patient. Review of the device history records found lot was manufactured and sterilized to specification. No anomalies identified. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct date of event. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical record review, about 3 weeks post implant of ventralex st mesh, patient was diagnosed with sepsis, bacterial infection, abdominal pain thereby underwent treatment. On (B)(6) 2016, patient passed away and the preliminary cause of death was found to be septic shock with multiorgan failure. No autopsy report, or death certificate have been provided. The instructions-for-use supplied with the device lists infection and pain as possible complications. The warning section of the IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device". Updated fields: a2, a4, b4, b5, b6, b7, d4 (UDI no), e3, g1, g3, g6, h2, h6, h10, h11. Corrected field: b3 (date of event). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.